Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The headlight cable is loose and it is not safe for use.

Manufacturer narrative:
The device was returned for evaluation. The ultralite headlight system was returned in used condition with a replacement cable attached. The replacement cable's "y" junction had become separated on one side. The headlight was found to show customer labeling and wear. The fiber optic cable was discolored, worn, and damaged. Evaluation of the device showed no manufacturing, workmanship, or material deficiency. A review of manufacturing records found no nonconformances. Corrected data: the initial reported indicated the headlight cable was loose and not safe for use. The inability to use the device resulted in a hour delay in a patient procedure. (B)(4).